Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system does not work. The issue occurred during an unknown event. There were no reports of patient harm.

Event description:
The customer reported that the event was found during reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. The device was returned to olympus for inspection. The reportable malfunction, 'lamp does not light up,' was confirmed; however, the other reportable malfunction, 'device doesn¿t work,' was not confirmed. A definitive root cause was not identified. However, based on the investigation results, the probable cause of the malfunction 'device doesn¿t work' could not be determined, while the malfunction 'lamp does not light up' is likely due to lamp failure. Olympus will continue to monitor field performance for this device.